Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis: ¿the device was manufactured on 20 october 2023. The device was not implanted. - on (B)(6) 2026, the battery voltage was measured at 2.94v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated (B)(6) 2026) revealed that no battery reforming was performed since (B)(6) 2024. Based on files analysis, this device is probably affected by a software bug: a device interrogation should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after interrogation is not expected. The switch into the specific mode occurred probably around (B)(6) 2025.¿

Event description:
Reportedly, during the interrogation of the device, not implanted, still in the box, on (B)(6) 2026, the battery voltage was at 2,94v. As the battery voltage is below 3v, the device cannot be implanted.